Event description:
It was reported that the customer experienced an issue with a large hem-o-lok clip applier instrument. The customer reported no patient injury. Intuitive surgical, inc. (Isi) contacted the initial reporter and was not able to obtain any new additional information about the complaint.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The large hem-o-lok clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). An additional observation related to the customer's reported complaint was that one grip of the instrument was found to be bent. The damage was near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly released from the grips. Additional observations not reported by the site include the housing being broken near the reference number and two of the housing snaps being broken.